Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd angiocath plus¿ i.v. Catheter 22ga x 1.00in there was foreign matter detection. The following information was provided by the initial reporter. ¿foreign object detection¿.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 16-jun-2022 h6: investigation summary two photos and one sample with open packaging was received by our quality team for evaluation. The photos were subjected to visual inspection and a brown foreign matter was observed on the needle hub. The sample was subjected to visual inspection to check for foreign matter. One brown embedded foreign matter was observed in the needle hub. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The foreign matter was sent for fourier transform infrared spectroscopy (ftir) analysis to determine the foreign matter type. The results indicate that the spectrum matches reasonably well with that of cellulose. As the foreign matter was embedded, it was most likely introduced during the molding process of the needle hub. The molding lines were reviewed, and the boxes containing the molding resin pellets were found to be made of cellulose, which is matching the foreign matter sample. Upon further scrutiny on the boxes, it was observed that although plastic linings were placed in the box to prevent direct contact between the box and the resin pellets, the plastic linings were found to be torn at areas near the metal suction tube. The tear is suspected to be caused by the tip of the suction tube piercing through, which was slightly deformed with sharp edges which may damage the plastic lining and the carton. When a small piece of damaged carton was discharged, it could be suctioned by the suction tube together with the resin pellets, passed through the molding injection screw without being melted and ended up as an embedded foreign matter in the needle hub.

Event description:
It was reported when using the bd angiocath plus¿ i.v. Catheter 22ga x 1.00in there was foreign matter detection the following information was provided by the initial reporter. ¿foreign object detection¿